Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were told they think the patient experienced a por. They did not know the cause. No steps were taken to resolve the issue as the patient stated at the end of their appointment that they thought it was their fracture pain they were feeling, not stim. The patient will eventually have the battery replaced after their back healed. They stated that it was unknown if the issue was resolved according to their level of expertise.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The rep reported that neither the reps nor the doctor knew what the cause of the por was. There was no feasible way to know. They stated that it was speculated it was during the car crash impact due to the fact that it was a traumatic car crash. The rep stated that device removal or replacement was not planned. The device was still in use and the patient was happy with their symptom relief. The issue was reported to be resolved. The rep stated that the doctor had no further information.

Event description:
Information was received from a patient and manufacturing representative regarding a patient who was implanted with an implantable n eurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient experienced a return of their baseline symptoms of bowel incontinence. The issue was on going. It was indicated that during a call the patient stated they were in a care crash in (B)(6) of 2025 with injury to their lower back. They stated that the crash "revved up the stimulator sensation" so they had turned it off for several weeks. The patient then turned it back on and didn't experience the "revved up stimulation." The patient had had some return of fecal incontinence symptoms and had been managing them with their diet. The patient was encouraged to meet with the manufacturing representative (rep) to perform an impedance check. The patient agreed and the rep reached out to the healthcare providers (hcp) office to schedule a time so a room could be available. They noted that in two weeks time they should have the patient's impedance results. The patient was currently in physical therapy for their back and healing slo wly. They stated that they saw their hcp a few months ago but the device was not checked. They had no further information on appointments the patient might have, provider input, and no further complaint info was given to them by the patient. On 2026-feb-05 addition information was received from the rep. They reported that the patient was implanted in 2020 and later, the patient was in a car accident and had a lumbar fracture and experienced abnormal stimulation (the timing of this is unknown). The patient turned the implanted neurostimulator off for 3 weeks and then turned it back on and patient had been getting good therapy since that time. The caller reports that the patient's stimulation was eventually kind of fine after that and they don't have leakage so their relief is good. Caller reports that they were seeing a longevity estimate that is based on a new device. Technical service specialist reviewed that this is likely due to a power and reset in the past and they would have to subtract the time the ins has been used from that estimate. The current longevity estimate is 82.7 months. The agent reviewed having the patient watch for the eri notification on her remot e. Impedances were in a normal range today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.